Event description:
It was reported that there was an abrupt doubling of the ventricular bipolar impedance and a corresponding increase in pacing capture thresholds. The physician decided to continue monitoring the patient since there was an adequate safety margin. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.